Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined a conclusive cause for the reported difficulties cannot be determined.

Event description:
It was reported that during removal of the protective sheath from the 4.0 x 18 mm xience alpine stent delivery system by the technician in the case the stent implant dislodged and was located inside the sheath. The device could not be used on the patient. Another stent delivery system was able to be used successfully for the case. No clinically significant delay in the procedure was reported. No additional information was provided.